Event description:
A health care professional reported the patient had been having intermittent seizures for a couple years. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).